Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. During a replacement procedure for normal battery depletion, it was noticed that the ra lead was not pacing or sensing. A chest x-ray confirmed the lead had dislodged and was in the ventricle. The lead was surgically abandoned and a new ra lead was implanted. The patient did not exhibit any symptoms and there were no adverse patient effects reported.

Manufacturer narrative:
The lead was not explanted and remains in the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.